Event description:
It was reported that the patient with this pacemaker had an ablation procedure performed which was stored as a ventricular episode due to oversensing. It was noted that no magnet was used. Ts recommended use of magnet. This pacemaker remains in service. No adverse patient effects were reported.